Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The analog board was replaced as a precaution. The customer declined repair of the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) the device was unable to obtain an ECG signal.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.